Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) complained of abdominal pain and fluid loss. The patient underwent revision surgery, all the components of ipp were removed. When removing the reservoir, it was noticed that the pseudo capsule was not intact. The potential for perineal perforation was seen. It was identified that there was a fracture in the tubing where it connects to the pump. A tactra was implanted. No further patient complications reported.